Manufacturer narrative:
This report is submitted on november 03, 2023.

Event description:
Per the clinic, the patient experienced facial nerve stimulation without benefit (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 03, 2023.